Manufacturer narrative:
The referenced device was returned for service/repair. The evaluation confirmed the customer¿s reported issue as the monitor is not turning on due to a defective (qb) board. Additionally, the (bi) board¿s insulation sheet was found deformed. The power switch bracket, rear bracket and bezel plate are broken. Also, there are scratches on the power switch, and minor rust on the potential equalizer. The cause of the defective (qb) board could not be confirmed. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field service engineer was informed that the customer high-definition liquid crystal display monitor was ¿not switching on when power is on. Redlight indicator observed on backside¿ during inspection before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction is being made to g3 (the correct aware date of the initial report is 02mar2022), and h6 (clinical code 4583 is incorrect and changed to 4582). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty circuit board cannot be identified. Olympus will continue to monitor field performance for this device.